Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "A new drug infusion has been started in the morning at 10(new tubing + non-return valve, propolipid 20mg/ml) 4 ml/h. The infusion stopped as early as 4 p.m. In which case, taking into account the filling of the tube (approx. 16ml), the patient has received too much medicine during that period. No patient harm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No damages were found. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The history files on (B)(6) 2022 were examined. A space line neutrapur was inserted and a volume of 50ml was selected. The unit was set to standby mode for 23 minutes. The infusion started with a rate of 4 ml/h. A few seconds later the upstream alarm occurred. (It could not be excluded, that the roller clamp was closed). The infusion was continued and stopped at 5:30 pm by the customer. At this time, 30 ml was infused. No other abnormalities were found. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,01%. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.